Manufacturer narrative:
The customer's complaint was firstly confirmed in the error alarm logs as the device had a software code sw_evnt: 9, 7, 0,0. However, the customer's complaint of the device having a delivery error could not be duplicated. The device operation time was reviewed and the device passed battery operational checkout. Performance verification testing (pvt) was completed and the device passed the tests. Ran customer's protocol on the device and the device passed indicating that the device was functioning appropriately. A review of device event log / alarm history indicates that the probable cause to be that the initial programming of the line a on 01/11/2021 at 4:47:31 pm to deliver 900 ml (vtbi) at 100 ml/hr was modified by a user. At 4:47:31 pm line a was programmed to deliver 100 ml/ hr with a duration of 9:00 hours (which equals to a vtbi of 900 ml), then at 5:37:00 settings from line a were not cleared (including vi of 82.5 ml retained). At 5:37:06 pm line a was programed to deliver 12 ml/ hr with an initial duration of 3:20 hours (which equals to a vtbi of 40 ml), then at 5:37:56 pm it was reprogram to deliver 12 ml/ hr with a duration of 2:05 hours (which equals to a vtbi of 25 ml). Then it was stopped 3 seconds later (at 5:37:59 pm) and it had volume infused (vi) of 82.6 ml. This volume was carried over from the retained volume infused from the previous time the pump was programmed . It is important also to clarify that the code ¿sw_event: 9, 7, 0,0¿ recorded in the log at 5:39:35 happened during the shutdown process , it is part of the architecture design of the software and it does not have any correlation with a bolus of insulin or over infusion. In conclusion, the chronology of the logs in the event history indicates that the pump performed as programmed, and there is no evidence that the pump over-infused or that failed and delivered a bolus of insulin on its own to a patient. As an accompanied finding from investigation, the keypad and fluid shield were found to have excessive contamination as verified through visual inspection. Additional information can be found in section b5.

Event description:
Additional information was received stating the time on the event history was one hour different from the actual time, and then proceeded through the events for the history. Additionally, it was communicated that the information of sw_evnt: 9, 7, 0, 0 on the event history did not indicate any delivery issues with the pump. ICU medical service center personnel also reviewed the event history, and customers indicated they understood what had occurred and felt that this issue was likely due to user error; the clinician may have confused regular IV fluid with the insulin infusion.

Manufacturer narrative:
The device was returned for evaluation; however testing is not yet completed.

Event description:
The event occurred in the intensive care overflow unit and involved a plum a+ drivv13.42 & v13.43 that delivered a bolus of insulin on its own to a patient that was being treated for hyperosmolar hyperglycemic state. The customer initially reported that an entire bag of regular insulin 100u/100ml infused over a one hour time period. The infusion was initiated at 16:54. It was also reported that the pump face whited out at the time this was discovered. The physician was notified and at this time, the patient was sitting up in bed, talking, alert and oriented x 4 (aox4), given a box of orange juice x4, and dinner. The patient's glucose levels were 478 pre at 15:50, 345 at 17:43, 345 at 17:54, and 349 at 17:55. The patient was started on 10% dextrose injection at 125ml/hr. The patient did not have any symptoms at this time. Blood glucose (bg) checks were ordered for every 5-10min and close observation. The patient vitals were heart rate (hr) 82, oxygen saturation (spo2) 100%, noninvasive blood pressure (nbp) 140/68. The physician ordered to start the insulin drip back up at 20:00 if sugars stay elevated. Sugars up to this point were greater than 350 since the insulin drip stopped. Dextrose 10% infusion stopped at 19:06; total volume infused was approximately 225ml. It was reported the event log states the set rate was 12 ml/hr and the volume to be infused (vtbi) was 25 ml. At 17:37 the event log states line: a, stop delivery vi:82:6 ml. There was patient involvement but no human harm reported.